Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the balloon and contrast in the inflation lumen and in the balloon, consistent with preparation and the sds being advanced into the patient anatomy. The dislodged stent implant was not returned, confirming the reported dislodgement. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends in the entire length of the hypotube consistent with how the sds was returned wound in a coil. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported stent dislodgement; there was no damage noted to the stent prior to use which suggests a product deficiency contributed to the reported difficulty. An interaction with the lesion/anatomy during repositioning in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation within the calcified lesion would have then led to the stent dislodgement. A search of the lot history record indicated no non-conforming material reports for the lot related to the incident and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the pre-dilated heavily calcified, proximal left anterior descending artery, the xience v stent delivery system (sds) crossed the target lesion, however, during repositioning of the device, the stent dislodged distally off the balloon. The sds was removed from the anatomy while guide wire access remained. A second balloon was successfully placed inside the stent and the stent was deployed in the target lesion without incident. Although a slight procedural time delay was reported, it was not clinically significant due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.